Event description:
Intraoperatively, as the instruments were being cleaned, it was noted that the tip of the curved sharp iris scissors had broken leaving a segment approx 2-3 mm long and 1-2 mm wide above the bony dorsum. Due to the location of the scissor tip, the surgeon elected to leave it in the pt.